Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was found have severely bent grips, causing misalignment of the grips. There was 0.0635¿ offset at the tips. The grips do not show cracking damage. Components adjacent to this bent grip do not show damage.

Event description:
It was reported that during a da vinci-assisted nephrectomy surgical procedure, the fenestrated bipolar forceps were found with a defective tip. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: no fragment fell into the patient. The instrument appeared to have motion issues such as non-intuitive motion, static and grasping issues. Lastly, the customer mentioned the surgeon was unable to use the instrument and the grip was uneven.